Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient confirmed the cause was due to them changing to a different channel. They changed channels and the issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported falling on (B)(6) 2021 and was having constipation the next day. They called the doctor's office, who called the manufacturer representative (rep). Prior to calling, the patient tried to increase stimulation and felt it was painful at 2.8 volts. They turned it back down to a comfortable level. On the call, stimulation was off. They turned it back on and changed from program 4 to program 1 and set amplitude to 2.1 where it was comfortable. They will monitor symptoms and adjust again as needed. No further complications were reported. The patient called back and stated the programming changed helped, but they are now back to having the symptoms. They have been syncing by pressing the stimulation off button. The patient turned stim back on and confirmed they were feeling it and it was working again. No further complications were reported.